Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic assembly. The motor assembly received with moisture damage. The vibrator motor received corroded. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked around the display window and the battery compartment. Customer's blood glucose was unknown at the time of incident. No further information was provided.